Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.